Manufacturer narrative:
The user experienced a reported diabetic ketoacidosis event after repeated use of meal announcements as correction and frequent insulin pauses while using the ilet without limited access enabled in a pediatric setting. This behavior can result in insufficient insulin delivery and is consistent with the observed prolonged dosing stopped and insulin paused periods identified in device data. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 08-oct-2025 the reporter reported that on (B)(6) 2025, the user experienced hyperglycemia with a reported diabetic ketoacidosis event following repeated insulin pauses and use of meal announcements as correction during school hours. Hospitalization status, treatment administered, and discharge date were not confirmed despite multiple follow-up attempts. Long-term health effects were not reported.